Manufacturer narrative:
Method: the devices have been returned to the manufacturer for an evaluation and investigation. A visual inspection was performed on the returned units. A review of the device history record (DHR) was performed for the reported lot number. Currently, the investigation and evaluation are still in progress. Results: per the DHR review, the device meet specifications at release. The evaluation and investigation are in progress therefore, results are not available. Conclusions: once the investigation has been completed, a follow-up report will be submitted with the device evaluation results. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: 1g avec 250 ml de glucose g5%. Fill volume: 250 ml. Flow rate 100 ml. Procedure: IV infusion. Cathplace: unknown. (Please reference 2026095-2014-00026/(B)(4)). Summary: customer reported a fast flow. Incident as reported: "infusion scheduled for 2.5 hours and medication delivered with 1.5 hour. Patient had no blanket, but home was really warm". It was reported that the patient had no serious injuries or medical intervention needed. Quantity is 2 pumps. Additional information feb-05-2014: samples are available for return and both are from the same lot number. The doctor did not notice any consequences with the patient since the issue. Additional information feb-06-2014:the patient was not taking other medication via infusion. The nurse prepared the pump just after connecting the catheter to the patient on the day of infusion. The pump was filled in with 5 times the volume of 50ml from the syringe supplied with the pump. The pump was empty after the infusion, the nurse confirmed that she visually saw the layer adhered to the mandrel. The infusion was not interrupted by treatment. Additional information feb-07-2014: there are a total of 3 pumps to be sent back, 2-used and 1-unused all pumps are the same model and from the same lot number. Additional information feb-12-2014: infusion start: 10 o'clock in the morning, infusion stop: 11:30 in the morning.